Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an overcorrection in the spherical power in both eyes of a patient. Additional information was requested. There are multiple related reports for this facility. This report addresses patient mi's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the log file for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change and the scanner test, performed the needed energy check and eye tracker test without any issue. The fluence test was performed with a measured depth sixty three point three microns. However, the user still confirmed the fluence test and performed seven treatments during the whole day. During preparation of treatment for patient's left eye the warning message info='patient bed position undefined. Check bed position and selected eye.' Occurred. It is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the left eye was performed successfully without interruption. The user has not performed an energy check before this patient. No technical problem can be identified during log file review. The root cause cannot be identified conclusively without additional information. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).